Manufacturer narrative:
Device history record review: one complaint received for this symptom code on this lot/batch. Sample analysis: no sample was received or was available for eval. Conclusion: the reported complaint is not confirmed. Event data to be trended per quality data analysis procedure.

Event description:
A pt's wife stated that last night during her husband treatment the cycler alarmed m71.1 pressure leak. She reset the cycler and when she opened the door, the cassette had fluid inside it. There is no sample. No report of injury/ill effect.